Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to detect and treat. The cause for the failure was isolated to a missing sd card. Additionally, there was contamination on the j1000 component of the ca board. The root cause for the missing sd card could not be positively identified. No adverse event resulted from the damaged monitor.